Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported a small skin tear to the peristomal skin. According to the end user, this is from the frequent changes of the device.